Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of high blood glucose of 485 mg/dl and thought it may be due to a minor illness. Customer indicated that he corrected it with a bolus and wanted to document the incident only.